Event description:
It was reported to philips that the alarm led failed. The device was being prepped for patient use. No patient or user harm was reported. The customer spoke with a philips remote service engineer (rse) and confirmed error code 1105 was in the significate log. The rse advised replacing the power switch overlay. Further information is pending.

Manufacturer narrative:
Following the evaluation of the device, the customer replaced the power switch overlay approximately four months ago to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The customer did call back (B)(6) 2022 because error code 1105 has returned, four months after the part was replaced. The new error will be investigated on a new complaint record. Although the faulty power switch overlay has not been received for analysis, previous investigations have identified that the primary mode of failure for this overlay is the delamination and cracking of the encapsulate epoxy encasing the led dice, and physical shearing of the epoxy or trace causing opened and intermitted trace continuity to the led.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer however there was no response. The resolution and disposition are unknown.